Manufacturer narrative:
An event regarding a size/fit issue involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: small amount of debris were present on the coated surface of the shell, the device was otherwise was unremarkable. A dimensional inspection was performed and the device was determined to be the correct size. A review of the igs captured within the DHR did not indicate any evidence of a dimensional issue. Medical records received and evaluation: no surgical delay or adverse consequences to the patient were reported, hence no medical records were provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the device was returned and determined to be the correct size shell. A review of the igs captured within the DHR did not indicate any evidence of a dimensional issue associated with this batch. No further investigation is required.

Event description:
Or manager at the hospital, reported the following event, "implant surgeon, placed a trial cup size 50, without difficulty and when using the tritanium cup size 50 without holes, it could not be impacted. The surgeon therefore used a tritanium cup with holes (p/n 502-03-50d - lot# 48822101) and it finally fit. No delay and no impact on the procedure."

Event description:
Or manager at the hospital, reported the following event, "implant surgeon, placed a trial cup size 50, without difficulty and when using the tritanium cup size 50 without holes, it could not be impacted. The surgeon therefore used a tritanium cup with holes (p/n 502-03-50d - lot# 48822101) and it finally fit. No delay and no impact on the procedure."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.